Manufacturer narrative:
(B)(6). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the reported event. The cause was reported a ¿gastrointestinal issue¿; however, this could not be confirmed, therefore the cause was assessed as unknown. The treatment for the peritonitis and the actions taken with pd therapy were not reported. The outcome of the peritonitis was unknown. Additional information was requested, but the reporter declined to provide any further information on this event.

Manufacturer narrative:
The previously reported gastrointestinal issue was reported to be colitis which led to the peritonitis (no further detail was provided). On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). Thirteen days after peritonitis onset, the patient stopped the treatment with unspecified antibiotics for the peritonitis. Should additional relevant information become available, a follow-up will be submitted.